Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up the device failed to interrogate. No detectable source of emi was noted. It was suggested to unplug the rf antenna, which resulted in successful interrogation. Device images were requested for further investigation.